Manufacturer narrative:
Product complaint # (B)(4). Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter occupation: reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device history lot = product code: 04.501.018.01s. Lot number: 259p037. Manufacturing site: mezzovico. Release to warehouse date: 21 jul 2021. Expiration date: 01 jul 2031. A manufacturing record evaluation was performed for the sterile finished lot number, and no non-conformances were identified.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that this was an orif surgery for rib fracture performed on an unknown date. During surgery, after fixation with the products in question, cut-out was found. The surgeon tried to extract the screw, but the screw did not come out. Therefore, the screw was forcefully extracted from the body, and the splint and screw came out stuck together, and it became impossible to use them at other sites. After that, another plate was used to fix the fracture site. The surgery was completed successfully within 30 minutes delay. No further information is available. This complaint involves two (2) devices. This report is for one (1) lock screw ã¸2.9 self-tap l8 tan. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.